Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are not separating after centrifugation with an bd microtainer® sst¿ amber. The following information was provided by the initial reporter: we have been having issues with our serum separator microtainers that we use for neonatal bilirubin's. We are centrifuging them for 10 min at 3000 rpm and they are not separating. We will only get maybe a drop of serum out, so we centrifuge them again for the 10 min at 3000 and most of the time then are ok then. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: spoke with the customer and explained that she is not centrifuging the microtainers at the correct speed and time.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tubes are not separating after centrifugation with an bd microtainer® sst¿ - (B)(6). The following information was provided by the initial reporter: we have been having issues with our serum separator microtainers that we use for neonatal bilirubin's. We are centrifuging them for 10 min at 3000 rpm and they are not separating. We will only get maybe a drop of serum out, so we centrifuge them again for the 10min at 3000 and most of the time then are ok then. Additionally, on 2020-03-06 the bd sales consultant provided the following additional information: spoke with the customer and explained that she is not centrifuging the microtainers at the correct speed and time.